Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of fusiform 5.5 cm diameter and 9.4 cm in length thoracic aortic aneurysm in zone 2 and 3. Healthy blood vessel. The diameter of the proximal side is 37 mm and the diameter of the distal side is 33 mm. One month post index procedure a type I endoleak was noted, the patient was monitored by their physician. The investigator assessment states relationship to the product is unknown, relationship to procedure is unknown. A year later the aneurysm has expanded to 103mm in diameter. A secondary intervention was performed and another manufacturer¿s stent graft was implanted. An additional stent graft was implanted for ltcca (single chimney). As a result, endoleak resolved. It was reported that the patient expired due to subarachnoid hemorrhage at another facility. The investigator assessment states relationship to the product is unknown, relationship to procedure is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (death), (lack of information, cause of event is unknown). Conclusion: (lack of information, cause of event is unknown), known inherent risk of a procedure (death).